Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2010 ((B)(4)). During the (B)(6) 2010 operation, the patient coded and went asystole. CPR was performed and heart rate returned. The surgeon noted the patient was a little unstable and the patient needed to get to ICU. All of the products the surgeon had just implanted are now being reported. The liner and cup were implanted in 2002 and products are unknown. There was no indication as to what caused the patient to go asystole.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.